Event description:
It was reported that during unpacking of the device it was found that the stent was missing and it was not crimped on the balloon. It is unk if the stent fell down, or if it was completely missing upon opening of the device; however, the balloon displayed signs that the stent had been fixed. No additional info was available.